Event description:
Add'l info rec'd from MFR 10/15/03: the abbott pain mgmt (apm) ii pump has a variety of user options for locking the keypad. When the user activates the automatic keypad lock option, the unit will prompt the user to lock the keypad prior to running the pump. Regardless of which option is selected, the pump will not run unless the keypad is locked. Based on the info provided and device evaluation performed, the device did not malfunction.

Event description:
Pump set up for pc use. Progrmammed as ordered. When rn finished set up and pushed "run/stop" button, pump failed to ask "lock keypad now?" Nurse removed vial and tubing.